Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. The customer's blood glucose reading was 87 mg/dl at the time of incident and they mentioned that they were hospitalized, troubleshooting found that the battery contacts were damaged. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been provided with this report.